Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient woke up with an infection at the stoma insertion site which was red/warm, had foul smelling green drainage, and the patient had a fever and was aching all over. The patient saw a physician and was started on 875mg of oral augmentin every 12 hours. On (B)(6) 2018 during a follow up, a nurse reported that the insertion site was mildly red. The patient had reported pale yellow drainage at the insertion site earlier in the day but none was noted during the visit. The nurse viewed photos of the insertion site from the beginning and stated it has greatly improved.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient woke up with an infection at the stoma insertion site which was red/warm, had foul smelling green drainage, and the patient had a fever and was aching all over. The patient saw a physician and was started on 875mg of oral augmentin every 12 hours. On (B)(6) 2018 during a follow up, a nurse reported that the insertion site was mildly red. The patient had reported pale yellow drainage at the insertion site earlier in the day but none was noted during the visit. The nurse viewed photos of the insertion site from the beginning and stated it has greatly improved.

Manufacturer narrative:
(B)(4). The USA list number was amended to 062910-001. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.